Manufacturer narrative:
Concomitant product(s): a 4524-45 lead, implanted: (B)(6)2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out, the physician was not able to torque down the right ventricular (rv) lead setscrew on the new device to the point where clicking was heard. A second torque wrench was tried which produced the same results. However,the physician was later able to torque the lead setscrew with the second wrench and clicking was heard. Therefore, the physician decided to use the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.